Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod. Once at the hospital upon removal of the pod the patient reports having redness and bruising at the pod infusion site (arm). The patient was treated with an insulin drip. The patient was discharged from the hospital after 4 days. The patient reports they were able to apply a new pod after this event. It should be noted the patient was diagnosed with gastroesophageal reflux disease (gerd), kidney disease stage 2, depression, diabetic nephropathy, renal failure, and diabetes mellitus.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, lockdown, cloud - omnipod 5 software app version, 3.1.1, cloud - smartphone operating system, n5004l-am-q-mv01602-06-01.06, cloud - smartphone hardware, n5004l, cloud - cgm sensor type, g7.